Manufacturer narrative:
Two opened 0.9- millimeter (mm) infusion sleeves in the unknown pouch were visually inspected. Upon returned condition, one of the distal ends of the tip was tucked into the shaft of the infusion sleeve below the irrigation ports. A lab stock 0.9 mm tip was inserted into the infusion sleeve to check for abnormality. No deformity or damage was observed on the tip of the infusion sleeve. The tuck in condition of the tip potentially happened when the tip was removed from the infusion sleeve with a certain angle. The flexibility of the silicone material formed the ¿tuck in¿ condition, but there was no deformation or broken on both infusion sleeves. And there was no abnormality on sleeve material condition if comparing with the lab stock 0.9 mm infusion sleeve. The infusion sleeves, and lab stocks of test chamber and tip were installed on the handpiece and performed irrigation free flow/irrigation off test. The sample passed tuning and the irrigation flow rate with handpiece using both sleeves. No twisting or loose fit occurred during testing. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An ophthalmic surgeon reported that the anterior chamber collapsed due to a lack of irrigation. The irrigation was obstructed because the sleeves were too soft during the cataract [with intraocular lens (iol) implant] surgery. The surgery was completed on same day by replacing sleeve. There was no patient impact. This case involved the second of three patients.